Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported the system shut down during a da vinci assisted surgical procedure. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance but the issue could not be resolved. The planned procedure was converted to laparoscopy. Isi obtained additional information regarding the complaint from the customer. When the system had shut down, the surgical ports had already been placed. A delay of approximately 1 hour was reported for troubleshooting; thus, the patient was administered additional anesthesia. Due to the reported power issue, the surgeon decided to convert the planned procedure to laparoscopy. The patient tolerated the laparoscopic procedure well and there was no report of patient injury or harm. An isi technical field specialist (tfs) performed additional investigation on site. The tfs replaced the power tray assembly to resolve the reported issue. A component located in the power tray assembly was found to be defective which prevented electrical power to be properly distributed to the system. After the part replacement, the system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation was able to reproduce the reported failure. The part was installed into the test system and it failed to boot-up. The power supply was found to be defective.